Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and small r-waves. An apparent dislodgement had occurred during ventricular assist device (vad) placement. The rv lead was revised. The pace/sense portion of the rv lead was capped and a new pace/sense rv lead was implanted. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.